Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted after lactate dehydrogenase (ldh) rose from 316 u/l to 616 u/l in 3 weeks despite a therapeutic inr. Ldh was elevated 790 u/l. Heparin infusion was initiated and ldh decreased to 546 u/l. The patient was started on aspirin (asa) and aggrenox in addition to heparin. Patient was otherwise clinically stable with no alarms. The patient received a pump exchanged on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned left ventricular assist system (lvas) confirmed the presence of pump thrombosis. The device was returned assembled with the driveline cut approximately 5 inches from the pump housing and the severed distal end portion, measuring approximately 33.5 inches length, was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Examination of the pump blood-contacting found a denatured ring of tissue-like thrombus adhered to the inlet bearing and inlet bearing cup. The deposition showed laminated layering, indicating that the thrombus formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, they could have contributed to the patent's elevated lactate dehydrogenase (ldh) and the reported power elevations. The remaining blood contacting surfaces were free from any deposition or thrombus formations. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.